Manufacturer narrative:
Date received by manufacturer: 18oct2019. Date of report: 12nov2019. The field service engineer (fse) evaluated the device. The device does not start, error log is analyzed and power management (pm) board failures are confirmed. Power management (pm) board, data acquisition (da) board and power supply needs to be replaced. Budget of will be sent to customer for repair. The field service engineer (fse) replaced the power management (pm) board, data acquisition (da) board and power supply to address the reported issue. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 26dec2019. B4: 09jan2020. The field service engineer replaced the motor controller (mc) board, front bezel and battery . The equipment is operative and meets the manufacturer's specifications. The necessary verifications have been carried out that allow the return to the operating conditions prior to the fault to be certified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
The customer reported that the screen of the equipment remains black, the (power) indicator light remains green and the alarm button beeps. The customer reported that the unit was in use on patient , but there was no patient harm reported.